Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(6). C. Trevisan r. Compagnoni r. Klumpp (2017) comparison of clinical results and patient¿s satisfaction between direct anterior approach and hardinge approach in primary total hip arthroplasty in a community hospital. Musculoskelet surg, doi 10.1007/s12306-017-0478-8. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04698. (B)(4).

Event description:
It was reported an unknown number of patients experienced pain at rest, pain when dressing and pain when moving at 30 months postimplantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs have been submitted for this event. Please reference: 0001822565-2017-04699, 0001822565-2017-04700.